Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they had a service visit and then afterwards, they started getting "strange" results for glucose and lactate when compared to the another cobas b 221 analyzer and laboratory meters. They often receive "out of range" lactate results with an unknown number of patient samples. No remedial action was taken based on the "wrong" values. No specific examples of patient results were provided. Information was provided for one patient sample that was affected. Specific result values were not provided for this patient. A clarification has been requested. It was stated that results were reported outside of the laboratory for this patient. The user noticed strange results and repeated the tests on the other cobas b 221 analyzer in the laboratory. It was decided that the first result was erroneous. The patient was not adversely affected. Investigations of provided databases have determined that the installed glucose/lactate sensor cartridge was lot number 21534942 and has an install before date of (B)(6) 2014.

Manufacturer narrative:
Based on the investigation of the provided data, a discrepancy between specific glucose and or lactate measurement results could not be identified. No indications of a quality issue regarding the parameters glu/lac were found. A root cause investigation was not possible based on the provided information. Additional information required for the investigation was requested, but not provided.